Manufacturer narrative:
A beckman coulter international field service engineer (fse) evaluated the system. The fse replaced the syringe to resolve the issue. (B)(6).

Event description:
The customer's au680 clinical chemistry analyzer generated erroneous na (sodium) results on 8 patient samples. There was no impact to patient treatment. The results were not reported outside of the laboratory. A review of the customer provided data shows calibration failed; controls (qc) level 1 drifted low but within ranges; and qc level 2 failed outside of 3 standard deviation.